Event description:
Upon inspection in cssd at (B)(6) hospital it was noticed that 2 screws were missing from an offset reamer handle. Unsure when screws were lost; in cssd, in theatre, during a case possibly monday 30th september. Item has been quarantined at the hospital and a replacement ordered. How was issue noticed: in sterilisation department when packing tray for sterilisation.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.